Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash all over her body and that it had gotten worse after wearing the lifevest. The patient went to a hospital, where it was determined that the irritation was due to a new medication. The lifevest was removed from the patient. During a follow up call, the patient reported that the irritation had improved. There was no allegation of a device malfunction causing or contributing to the reported skin irritation.